Event description:
It was reported that the lead could not be connected to the pulse generator. The device was not used.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.